Event description:
It was reported that during a ptca/stent procedure, the lesion was in a heavily calcified, very tortuous, distal circumflex. The area was predilated, but the physician stated that he was very rough in attempting to advance the stent delivery system (sds) into the lesion. The physician reportedly believes that the stent became dislodged from the sds by becoming caught on a piece of calcium, and takes full responsibility for this dislodgement. The stent advanced distally in the coronary, and a decision was made to leave the stent in the coronary. No pt injury was reported. No other info was provided.